Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
Study was lost. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the cause for the lost study was from a software bug that the pim process could not handle two simultaneous captures in same process due to static shared data that are used in imagestore, and also due to singapore. The final solution for this problem was solved in a new software release for the sc2000 ultrasound system. The solution was to make the pim process thread safe.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide initial reporter contact information (see section e1), and update device evaluated by manufacturer (see section h3).

Event description:
Additional information was received and it was reported that the sonographer attempted to perform a renal artery exam; however, the system immediately displayed a "failed to check the structure report object" error message. The sonographer repeated the exam with the same equipment because there was a loss of data which was reported to be unrecoverable. There was no patient injury reported. No additional information was provided.